Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor on the insulin pump alarmed lost sensor, weak signal and has been giving calibration errors as well. The customer's blood glucose reading was 92 to 99 mg/dl at the time of incident and the sensor glucose reading was 74 mg/dl. The customer indicated that the cannula was bent. Troubleshooting advised customer to set up regular calibration schedule of 3 to 4 times per day, as customer indicated was only calibrating 2 to 3 times per day. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and perform continuity resistance test; sensor passed per specifications. Also, performed bicarbonate buffer test; sensor passed with accurate readings. Also found cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.